Event description:
It was reported that the patient presented to the hospital with an infection at the device pocket. The cause of the infection is unknown. The pacemaker, right atrial lead, and right ventricular lead were subsequently explanted. The patient remained in stable condition throughout the procedure.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.